Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A discrepancy reading issue was reported with the adc freestyle libre reader. A caller reported receiving several different readings when compared to another adc reader and sensor. The customer felt unwell and experienced symptoms of shaking, weakness, and thirst, and was unable to self-treat. The customer received liquid sugary food, sugar, juice, and epipen as treatment from both non-hcp and a healthcare provider. No further information was provided. There is no information to indicate that the device caused or contributed to the reported death.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A discrepancy reading issue was reported with the adc freestyle libre reader. A caller reported receiving several different readings when compared to another adc reader and sensor. The customer felt unwell and experienced symptoms of shaking, weakness, and thirst, and was unable to self-treat. The customer received liquid sugary food, sugar, juice, and epipen as treatment from both non-hcp and a healthcare provider. No further information was provided. There is no information to indicate that the device caused or contributed to the reported death.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A discrepancy reading issue was reported with the adc freestyle libre reader. A caller reported receiving several different readings when compared to another adc reader and sensor. The customer felt unwell and experienced symptoms of shaking, weakness, and thirst, and was unable to self-treat. The customer received liquid sugary food, sugar, juice, and epipen as treatment from both non-hcp and a healthcare provider. No further information was provided. There is no information to indicate that the device caused or contributed to the reported death.